Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation near the device pocket. The right ventricular (rv) lead exhibited a drop in pacing impedance to low measurements, which caused a polarity switch. Noise was observed on some high rate episodes and a lead insulation break was suspected. A chest x-ray was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.